Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to experiencing a ventricular tachycardia storm. The implantable cardioverter defibrillator delivered 31 shocks of high voltage therapy during the event. Upon interrogation of the device, it exhibited backup vvi operation and the battery was depleted due to the defibrillation treatment. Backup vvi operation was considered normal behavior when occurring after a battery depletion. However, it was not clear whether the backup vvi operation occurred before or after the battery depletion. It was recommended that the device be replaced. The patient was reported to be in stable condition at the time of the device interrogation. Later, it was reported that the patient was transferred to a hospice and a device replacement was unlikely to occur. No further information was available.